Event description:
Allegedly the patient experienced acute onset pain; subsequent ap radiograph showed a fractured modular neck that had not yet completely failed; patient was weightbearing up to the time of surgery. Intra-op, the neck and head were simply pulled out of the pocket, which was broken.

Manufacturer narrative:
This is the same event as 3010536692-2015-00606. Report will be updated when investigation is complete. Trends will be evaluated.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.